Event description:
It was reported that during initial implant procedure, the pacemaker failed to pace and received an error message. The device was replaced. Patient was stable.

Manufacturer narrative:
The reported field event of failure to pace and an error message was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.